Manufacturer narrative:
Correction to b5 describe event or problem. Corrected d4 lot number from 0031063263 to 0030620036. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, handshake connections, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr and that the burr was detached from the coil. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched at the point of detachment.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the tip of the burr was detached. The entire system was removed, and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that the correct burr size used was a 1.25mm rotapro.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the tip of the burr was detached. The entire system was removed, and the procedure was completed with another of the same device. No patient complications were reported.